Event description:
It was reported that the cot could not be locked into the ambulance. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Issue was reported by an untrained maintenance, but couldn't be duplicated.